Manufacturer narrative:
Initial.

Event description:
It was reported that the user kept the ilet pump in a bra while in public, which led to overheating and intermittent unresponsiveness of the sleep/wake button consistent with a key or button not working, with the implicated component being the switch. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake switch resulting in an unresponsive button. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.